Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a minimally invasive surgery where a screw was inserted over a k-wire. The k-wire broke off in the bone. The surgeon had to enlarge the incision to dig out the k-wire.